Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The failure mode was reproduced by plugging in the ac cord to mains supply. Console would not accept charging, and the amber led stayed off. Further investigation found the fuses blown. Please see the attached picture in attachment section. Field service replaced the fuses, but the new fuses would blow again. The power supply was temporarily replaced. With new fuses intact, console would recognize the ac power. The investigation led to the conclusion that the defective power supply as the root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the aic console no longer accepts mains power and runs only battery only. No clinical details regarding resolution or patient involvement/condition were provided.